Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for approximately 15 seconds. The procedure was completed with another of the same device. There was no patient complications reported.